Event description:
Complainant alleged that during a routine shift check by a clinician, the video display on the device did not function. Complainant indicated that there was no patient involvement in the reported malfunction.